Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis on (B)(6) 2025. Symptoms reported include nausea, vomiting, polydipsia, polyuria and abdominal pain. The patient was treated with intravenous insulin and anti-emetics. They also had x-rays taken due to the abdominal pain. The cannula was reported to be bent when the pod was removed. The patient was released after two days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s928usqu4cyi9. Hardware: sm-s928u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.